Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2020 a hematoma opposite the scar occurred along with pain in the left arm at mobilization. On (B)(6) 2020 the patient experienced fever, chills and headache. A pocket hematoma in the context on an inr overdose was diagnosed, a sepsis suspected. No signs of pocket infection. Signs of cardiac decompensation and functional acute renal failure with favorable evolution under lasilix were seen. A mixed anemia was also diagnosed.